Event description:
This notification was opened for review due to the manufacturer being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. An allegation of respiratory tract irritation, kidney disease/toxicity breast, chronic vertigo bppv, hypo function, migraines, eustachian tube dysfunction, and acute respiratory failure with hypoxia were noted. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
This notification was opened for review due to the manufacturer previously reported being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. An allegation of respiratory tract irritation, kidney disease/toxicity breast, chronic vertigo bppv, hypo function, migraines, eustachian tube dysfunction, and acute respiratory failure with hypoxia were noted. Medical intervention was not specified. The ventilator was returned to the product investigation laboratory (pil) for evaluation, and pil was unable to confirm the complaint. During evaluation pil did not observe any interior and exterior contamination. The vent was bench tested which showed the clock setting, the internal battery build date and the o2 low flow step failed testing specs. The vent¿s internal foam was black, indicating it was not remediated. The black foam was intact. Section product brand name, common device name have been updated/corrected.